Manufacturer narrative:
Investigation ¿ evaluation: one universa soft ureteral stent was returned for investigation without any identifying lot or rpn number. Visual inspection noted the tether is severed and pulled out of the stent. The stent is intact and measures 24 in length. Tether severed on one side 30.6 cm from the knot. The total working length approximately 41-43 cm from the knot. Evaluation of the returned device confirmed the reported issue. Monofilament tethers are designed to fail to protect the stent from damage and the patient from harm resulting from excessive stress caused by the tether. A definitive root cause was not able to be determined. A review of the device history records for this product revealed no non-conformances during the manufacturing process. A review of complaint history for this product/lot number combination revealed there have been no other complaints received for lot number 7445524. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
The event is currently under investigation. A final report will be send upon conclusion.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent an ureteroscopy using a universa soft ureteral stent set. The attending physician tried to remove the device from the patient when the tether broke. The physician indicated he was not familiar with the tether on this device but he was more familiar with the braided tether. The physician was able to remove the stent but by using a grasper and was able to finish the procedure. No unintended sections of the device remain inside the patient¿s body nor did the patient experience any additional procedures or adverse effects due to this occurrence. No further information was provided.